Event description:
It was reported the programmer has a broken lcd (liquid crystal display) and a grounded ECG (electrocardiogram). No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the display overlay was broken and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) board. It was also noted that the power cord bay door was missing, an eject button was broken on the personal computer memory card international association (pcmcia) slot and the fan was noisy.